Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. Please note that if the reverse switch does not return the knife to home position the jaws will not open. Ensure that the battery pack is securely installed and the instrument has power and then, try the knife reverse switch again. If the knife does not return, use the manual override. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the device would not fire at the ninth firing with a blue cartridge. The reverse would not work, so they used a manual override to return the knife to the home position. Somehow the device opened. Another device was used to complete the case with no patient consequence. On what tissue type was the device used? Gastric tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 9th firing. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Was there any difficulty removing the device from the tissue? Yes, but did open.